Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following these instructions, the error did not reoccur. The customer successfully started their sensor session.